Event description:
Patient was to get heparin infusion at 7.79 ml/hr for a dose of 12 mg/hr. The pump was set per the order entered into the computer by the pharmacist. The computer sets the pump through an interface called iaware. 2 nurses confirmed that the reading on the pump matched the order on the computer screen. This was also confirmed in the ehr (electronic health records) via iaware. The drip was started and 30 minutes later the nurse noticed that the bag was empty. The pump indicated that only 2.2 ml had infused when the entire 250 ml had infused. The patient had received 24,000 units of heparin and her ptt was >200. She required protamine injection and admission to ICU for observation until the coag studies normalized. Inspection of the pump by the clinical engineering department revealed that there was a broken sear (slide clamp) which allowed freeflow of medication as the sear cannot activate the IV set pinch valve assembly as designed. The pump did not alarm to indicate that it was running outside the set parameters and the reading on the display did not indicate there was an error.